Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The gui pcb installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a graphical user interface (gui) central processing unit (cpu) failure. The ventilator was not on a patient at the time of the event. The service engineer replaced the gui printed circuit board (pcb), updated the backlight inverter board cables and software to the current revision. The unit passed testing and operates within the manufacturing specifications.